Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes caps are coming off. This was discovered during use. The following information was provided by the initial reporter: material no: 367861, batch no: 9065810. It was reported the caps are coming off in the centrifuge. Please see below. Edta tubes (367861) and sst tubes (367986) have experienced caps coming off in the centrifuge. Lot numbers are 9065810 and sst lots 9065806, 8276785, 9004664 or 8303688. It¿s happened with one of each so far.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for stopper pop off with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see section h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9065810, medical device expiration date: 2020-07-31, device manufacture date: 2019-03-06. Medical device lot #: 9065806, medical device expiration date: 2020-07-31, device manufacture date: 2019-03-06. Medical device lot #: 8276785, medical device expiration date: 2020-02-29, device manufacture date: 2018-10-03. Medical device lot #: 9004664, medical device expiration date: 2020-05-31, device manufacture date: 2019-01-04. Medical device lot #: 8303688, medical device expiration date: 2020-03-31, device manufacture date: 2018-10-30. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes caps are coming off. This was discovered during use. The following information was provided by the initial reporter: material no: 367861, batch no: 9065810. It was reported the caps are coming off in the centrifuge. Please see below. Edta tubes (367861) and sst tubes (367986) have experienced caps coming off in the centrifuge. Lot numbers are 9065810 and sst lots 9065806, 8276785, 9004664 or 8303688. It¿s happened with one of each so far.